Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: the alleged power event was observed in the pump black box. There was no physical damage to the battery compartment however corrosion was observed inside the battery compartment. The battery cap returned with the pump was observed to have stripped threads and the battery cap was unable to attach securely to the pump resulting in power loss. A test cap was inserted and the pump was able to power on and exercise for 24 hours without power issues. A pump leak test was performed and no pump leaks were observed. The pump was opened and no power circuit damage or defects were found. Unrelated to the complaint, the display screen was found to be discolored. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump lost power during a prime step. The reporter indicated that the pump battery was replaced but the pump did not power on, the battery was replaced again and the pump emitted audible tones but the display remained blank; with a third battery the pump was able to power on appropriately. The reporter confirmed that there was no damage to the battery compartment or cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.